Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the likely causes of the reported event (ceramic tip of sheath broken off) are as follows: 1. Thermo-mechanical fatigue. 2. Wear and tear.. 3. Improper handling (impact, shock). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures).¿ ¿warning: risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that the ceramic at the end of the resection sheath, 24 fr. Broke and detached during a therapeutic prostate resection. The distal end of the internal sheath of the resector was found in the patient's bladder and was retrieved by the surgeon. The procedure was prolonged by 10 minutes. There were no complications noted and no further interventions done. The patient is well.